Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. There is no indication the defective monitor caused or contributed to the treatment event.

Event description:
During servicing of a monitor which was returned for investigation into an appropriate treatment event, a reportable device malfunction was found. The monitor sn (B)(4) failed incoming testing. There is no indication the device malfunction caused or contributed to the treatment event.